Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to have a lead malfunction. Additional information indicates that this rv lead was dislodged and exhibited low amplitude and high pacing threshold measurements. Additional information indicates that the dislodgement was confirmed through x-ray. This rv lead was explanted. No additional adverse patient effects were reported.